Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and the real time operating system (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system had locked up. There were no reports of an injury or death.